Event description:
Operating room manager contacted me to inform that physician noticed the astato 20 wire was unraveled after removal from body post tavr procedure. It was used to puncture the atrial septal wall and also used as a bovie. Physician noticed the coil was unraveled after removal. Nothing left inside patient. Nurse manager called asking if this was normal and what should be done to avoid it.